Event description:
Team members reported that when the ligasure device was plugged in to the esu [electrical surgical unit] a message appeared stating it was already being used. Device was unplugged and plugged back in with same error message. New device obtained with no further issue reported. Device and packaging saved. Handed over to materials management.